Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 558-559 mg/dl and 2.5 mmol/l ketone level resulting in a hospitalization. Suspected cause was due to occlusion alarms. Insulin via insulin pens was delivered, correction boluses were delivered and saline was used as treatment for bg/ketones. Customer was released from the hospital a couple hours later with no permanent damage and the issue resolved.